Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an inguinal hernia, the patient experienced horrific pain within seven weeks of placement where the mesh was attached to the bladder, psoas muscle and main artery, which causing reactive lymph node, first ever urinary tract infection and loss of mobility. It was reported that mesh was removed after two years since it was not capable of replacing inguinal ligament support. The patient used multiple antibiotics, but lymph node still reactive since it was removed 9 months later. Subsequent surgeries and bulk mesh removed on the 9th associated surgery. Patient relief was amazing, but had nerve damaged which required further associated surgery and permanent sutures also requires to support inguinal ligament and to restore mobility.